Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported failure to power on using ac or dc power. As a precaution, physio-control replaced the power pcb assembly and ac power supply, however, following their replacement the device began to reboot by itself. Physio-control then replaced the user interface (ui) to stack flex assembly to resolve the observed rebooting issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control further evaluated the removed ui to stack flex assembly and determined that the cause of the reported rebooting issue was that c-2 (+usb) was electrically open due to physical damage.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that following a service activity their device would not power on using ac or dc power. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that it would reboot by itself.